Manufacturer narrative:
The reported complaint of leaking icy catheter (ln 78371) was confirmed. A pinhole leak was observed at the proximal end of distal balloon during functional testing. Visual examination of the returned catheter was performed and found no physical damage. Initial functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. The icy catheter was connected to a pressurized inflation device and immediately upon pressurizing, a pinhole leak was observed at the proximal end of distal balloon. Thus, confirming the reported complaint. During manufacturing all icy catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Probable causes for the reported complaint can be a latent material defect. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for icy catheter with lot number 78371.

Manufacturer narrative:
Zoll has not received the product for investigation. A supplemental report will be filed when the product is returned and investigation has been completed.

Event description:
As reported, during therapy use on a (B)(6) years old male after reanimation. The icy heat exchange catheter (ln 78371) was inserted smoothly into the patient's left femoral. After 24 hours dwell time, the customer noticed a catheter leaked into the patient's blood vessel and observed air trap alarm on the thermogard console. The catheter was replaced and therapy continued with same console and no issue observed. No known impact or consequence to patient reported.